Event description:
A social media post was made to advertise the impella and a comment was posted as the following: "that company gave generations of women cancer but only paid the younger people. The older people just have to deal with it. Just another evil big pharma wanting to addict you to poison so they can sell you the antidote!"

Manufacturer narrative:
The complaint is from a social media post and the initial reporter contact details are unverifiable and unavailable. Therefore, patient- and product-specific information, initial reporter information and other respective fields have been reflected as "unknown" or field left blank accordingly. Additionally, coding is captured to reflect serious but insufficient information. The impella device is not expected to be returned given the source and nature of the complaint. And therefore, an evaluation of the device is not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
After further review of the social media posting, the decision was made to void manufacturer device report as there is no alleged complaint against an abiomed-specific product. No further information will be received.